Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the patient couldn't get a reading on the meter. The medical surveillance specialist was not able to contact the reporter to obtain/clarify information. The reporter did not say when the product issue started. The same day at 1 am, emergency services arrived and tested the patient's blood sugar with a reading of 51 mg/dl. They also gave the patient oral glucose. The patient allegedly felt symptoms of "confusion, passing out, and glassy eyed" at that time. The reporter was unable/unwilling to answer whether the symptoms started before or after the product issue began. It would be helpful to know what purposes the patient uses the meter, how frequently she tests, what medications the patient takes, and whether she would have done anything differently had she gotten readings on the meter. It was determined during the troubleshooting telephone call the patient's testing technique was incorrect. The issue was resolved when retesting with a new test strip and correct testing technique. The product was not new (out of box). This complaint is being reported because the reporter alleged the patient was not able to test her meter and reportedly suffered symptoms indicative of hypoglycemia and had to be treated by the emergency services.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.